Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The user reported receiving an electric shock while performing maintenance on the alinity I processing module on (B)(6) 2025. On receipt of the shock, the user¿s left hand started to swell. The user had an ECG performed and all was ok. No further treatment was administered. Customer reports today on (B)(6) 2025), the user has pain in the elbow and shoulder. But no further treatment was administered. No additional impact to user was reported.

Event description:
The user reported receiving an electric shock while performing maintenance on the alinity I processing module on 17sep2025. On receipt of the shock, the user¿s left hand started to swell. The user had an ECG performed and all was ok. No further treatment was administered. Customer reports today (22sep2025), the user has pain in the elbow and shoulder. But no further treatment was administered. No additional impact to user was reported.

Manufacturer narrative:
The instrument service history review revealed no additional tickets associated with electric shock or personal injury due to electric shock. The investigation included a review of product historical data and product labeling. A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify any trends or abnormal complaint activity. Labeling was found to be adequate for the complaint issue. Abbott core diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electric shock from the equipment. Based on the investigation no systemic issue or product deficiency was identified for the alinity I processing module, list number 03r65, and is performing as expected.